Event description:
It was reported that the 2600 sys had a kv error message during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator batteries were replaced during the service call. The sys was tested and found to be working as intended and put back into service.